Event description:
Affiliate reported that the valve, that connects the collecting bag system, is blocked. Affiliate reported that the patient died of brain death. It is not clear at this point whether the patient died due to a product malfunction or user error.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed. It is not clear at this point the device caused or contributed to the patient's expiration.